Event description:
A healthcare professional from a clinical study reported they had noted an apparent pocket infection at a visit on (B)(6) 2015. The patient was hospitalized for assessment and treatment. Clinical diagnosis was post-operative wound infection, (B)(6). Examination and laboratory testing were done on (B)(6) 2015. Laboratory testing results included (B)(6) culture for (B)(6). Medications were administered in the form of cefazolin, 2gm every 8 hours pump, doxycycline 100mg by mouth twice daily (B)(6) 2016 to present. The outcome was ongoing. Etiology was not related to the device or therapy but was related to the implant procedure; surgery/anesthesia. The patient's indication for use is movement disorders.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient was exited from the study on (B)(6) 2016 due to being no longer available for follow-up.

Event description:
Additional information received reported the outcome was unresolved at the time of study exit/death/study closure. It was unclear which was meant and follow-up will be performed to clarify.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.